Event description:
It was reported that signal loss occurred. Product was provided for investigation. The allegation was confirmed via product as a signal loss over an hour. The probable cause was determined to be the mobile device lost power.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.